Manufacturer narrative:
G4:(B)(6) 2021. B4: (B)(6) 2021. This complaint is not reportable. The customer purchased 250 v60s in (B)(6) 2020. 31 v60 batteries have failed at the ronkonkoma warehouse where they were shipped and stored while waiting to be installed and deployed to their member hospitals. The customer's understanding was that the batteries just need to be cycled periodically but now that these have failed and were only recently told that these needed to be plugged in all the time. The new addendum was sent out in october, but these v60s were purchased in (B)(6). These 250 new v60s were out of the 90 day warranty before the addendum came out. The customer has been given free batteries as replacement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020.

Event description:
The customer reported the battery will not charge. There was no patient involvement.